Event description:
It was reported that during equipment testing conducted at the user facility that the handpiece was giving a bias current warning. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.